Event description:
10/2/95: pt is in skeletal traction. Bed #1: smelled of electricity. Removed from service. (8:30am). Bed #2: was a replacement for bed #1. Later in day, 8:00 pm, began to smoke. Fire dept came in. Electricity in room checked & pt's room changed. Placed on bed #3--battery pack removed on 10/4/95 per attached warning. 10/6/95: bed #3 smoked near plug site. Outlets evaluated & found to be safe. Bed returned to MFR. All beds in house removed.